Event description:
It was reported that two weeks after reflex surgery (c3-c6), the backout of one screw was found. The revision surgery was performed.

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental report. Method, result, and conclusion will be made available following an engineering evaluation.

Manufacturer narrative:
Method: device history review: results: a review of the manufacturing history for lot: 07g069 indicates that there were no manufacturing issues associated with this lot. Conclusion: without the returned product, a likely root cause could not be determined for the reported event. If the product becomes available, this investigation will be reopened and further evaluated.

Event description:
It was reported that two weeks after reflex surgery (c3-c6) the backout of one screw was found. The revision surgery was performed.